Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code f-33 was not confirmed or duplicated by baxter personnel. A qe has reviewed the service evaluation and has determined that failure code 35 confirms the reported condition and attributed to a defective front panel. The root cause of this condition was determined to be front panel - inoperative/defective. There was no repair made. Should additional information be received a follow-up medwatch will be submitted. Additional information: a device history review revealed that the data has been discarded per retention period. A service history review revealed that the device was serviced prior to this event, however, it was not sent in for the reported condition of "failure code f-33" should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure f-33 was not confirmed or reproduced by baxter service personnel. No root cause could be determined and no repairs were made for reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with failure code f-33. It is unknown when this event occurred, but was reported to have occurred in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.